Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. H10. Additional information- revision surgery reported in 1038671-2017-00644. H11. Correction to the following information: b4, d2., g6., h2., h3, information was not provided for: a2, a3, a4, a5, a6.

Event description:
It was reported from the us that during an orthopedic revision surgery a tibial trial and the tibial insert trial handle broke. During a revision surgery, upon trialing a 2.5 insert into a 2.5 fit tibial tray, the trial handle broke at the attachment point with the insert trial. The handle itself was unaffected, however, the plastic insert did break into several 0.5mm to 4mm pieces. The surgeon pulled the pieces out with pick-ups and irrigated to clear the site of any debris they may have missed. There was a slight delay (about 5 minutes). A back-up set was in the room and they were able to complete the trialing with that. The agent said that the "joint space was tight and the surgeon jammed the insert trial into the tray with a lot of leverage on the front of the insert trial handle, and this caused the insert trial to fracture into a few pieces". It was reported that there was no adverse effect to the patient. Multiple email requests were sent to the contacts for additional information. No additional information was provided by the contacts related to this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was not received for analysis. Eng analysis completed on 08/27/2018 by mb. Agent "does not have these devices and is unsure where it is". From the information provided, the tibial insert trial appears to have broken during trialing. This cannot be confirmed because the parts were not provided for evaluation. Design: the frequency of occurrence ranking scale is "very low", therefore, this issue does not appear to be design related. Manufacturing: data could not be reviewed because no information regarding serial numbers or manufacturing lost was provided. A review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. Corrective action is not required because the occurrence rate is "very low", and the risk is captured in the rmr. Most likely cause: the broken tibial insert trial reported was likely the result of the reportedly tight joint space and "jamming" the trial into the tray with "a lot of leverage", which led to the device fracture. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri- operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. The surgeon pulled the pieces of the trial out with pick-ups and irrigated to clear the site of any debris they may have missed. An investigation was conducted; the broken tibial insert trial reported was likely the result of the reportedly tight joint space and "jamming" the trial into the tray with "a lot of leverage", which led to the device fracture. Concomitant medical products: catalog #: not reported. Serial/lot #: not reported. Product description: tibial insert trial handle.

Event description:
It was reported from the us that during an orthopedic revision surgery a tibial trial and the tibial insert trial handle broke. During a revision surgery, upon trailing a 2.5 insert into a 2.5 fit tibial tray, the trial handle broke at the attachment point with the insert trial. The handle itself was unaffected, however, the plastic insert did break into several 0.5mm to 4mm pieces. The surgeon pulled the pieces out with pick-ups and irrigated to clear the site of any debris they may have missed. There was a slight delay (about 5 minutes). A back-up set was in the room and they were able to complete the trailing with that. The agent said that the "joint space was tight and the surgeon jammed the insert trial into the tray with a lot of leverage on the front of the insert trial handle, and this caused the insert trial to fracture into a few pieces". It was reported that there was no adverse effect to the patient. Multiple email requests were sent to the contacts for additional information. No additional information was provided by the contacts related to this event.